Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "error code 46221 0004". A visual inspection found no physical damage on the pump. The event log revealed keypad locked, system fault 46,221, and power down. The customer's reported problem was verified. Error code "46221" was found in the event history log. It was determined that there was a malfunction with the micro processor board. What caused the reported problem was a malfunction of the micro processor board. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that there was a cadd® cadd®-solis vip had error code 426221 0004. There was no report of patient involvement.